Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2.2 and 3.2 had failed cubies and could not be recovered. A field service engineer (fse) opened the back of the station and confirmed that all drawers were functioning properly with good lighting. The station was shut down, and the retractor bands on all half-height drawers were cleaned. The fse searched the back of the station for missing tablets, closed the panel, and removed the ethernet cable. The station was booted into hardware test application (hta), and cubies from the drawer with missing tablets were ejected, but no medications were found. The front panels were tightened, the station was rebooted into the application, and the ethernet cable was reconnected. The station successfully connected and began syncing, and it was confirmed to be online and working properly. The fse completed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that drawer cubies failed to recover. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.